Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Results from the product history record review indicated, the product met release criteria. There have been no other complaints reported in the lot number. There has been one other complaint reported in the lot number. Additional information was requested on 05/06/2011 by fax and mail. A completed questionnaire was rec'd on 05/10/2011. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to the pt experiencing diplopia. In a f/u, the surgeon reported that event resolved following the lens exchange. An unapproved viscoelastic was used during the surgical procedure.